Event description:
Prior to the event the pt was brought into emergency as a result of a subarachnoid hemorrhage. It was reported during coiling of an aneurysm located in the mca, that the coil broke. A portion of the coil was left in the aneurysm and the remaining portion was left in the micro catheter. The physician retrieved the broken portion of the coil from the aneurysm using silverspeed guidewire, without injury. However, the pt condition was not stable at this time. The day after operation, the patient expired.